Event description:
Customer reported the collimator positioning lamp is out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated components on the motron board. System operates as intended.